Manufacturer narrative:
15129002- 4/2010 exp. 1/31/2012. 15132309- 5/2010 exp. 2/28/2012. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a celiac trunk embolization prior to splenectomy, the third coil, a 6x15 trufill dcs orbit complex fill coil (either lot 15129002 or 15132309), stuck and stopped advancing in the unknown microcatheter. An attempt was made to push the coil into the target lesion and it was successfully placed to complete the procedure; it was at the target site after placement. However, after the procedure, part of the coil migrated and went into the renal artery. It was scheduled to remove this coil from the patient during the upcoming planned splenectomy procedure. The target vessel was moderately tortuous, but no other information is available regarding the vessel. The first coil placed, a gdc, boston scientific coil and the second, a 6x15 trufill dcs orbit complex fill coil were placed in the target lesion successfully. A constant and dedicated heparinized saline flush was utilized at all times. It was reported that the patient is in good condition. The coil which was implanted in the patient is not available for analysis. It was further reported that procedural images/films are not available. A review of the manufacturing documentation associated with the two possible involved lots presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15132309 and lot 15129002 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited available information, no conclusion can be made regarding the resistance encountered during advancement of the orbit through the unknown microcatheter. The instructions for use cautions to never advance, withdraw, or torque the orbit delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. If unusual friction is noted within the infusion catheter the coil system should be removed. If friction is noted with any subsequent detachable coil unit, carefully examine both the detachable coil unit and the infusion catheter for possible damage and both replaced if necessary. Coil migration into normal vessels adjacent to the lesion is a known possible complication as listed in the instructions for use. Based on the report that the coil migrated after successful placement at the target site, it appears that procedural factors and vessel/target site characteristics may have contributed to the migration. With review of the available information and the device history records review, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15132309 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 51 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15129002 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 16 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
The procedure was coil embolization for celiac trunk prior to splenectomy. The target vessel was moderately tortuous, but no other information was provided about the vessel. The patient was male, age unknown. The first coil (gdc, boston scientific) and the second coil (637cf015, lot 15129002 or 15132309) were placed in the target lesion successfully. Then the third coil (637cf015, lot 15129002 or 15132309) was used for the procedure. When the coil was delivered in the microcatheter (detail unknown), it was stuck and stopped advancing in the catheter. Attempt was made to push the coil into the target lesion, the coil was successfully placed in the lesion to complete the procedure. After the surgery, a part of the coil was migrated and flew to renal artery. It was scheduled to remove the complaint coil from the patient body in the coming splenectomy. It was not confirmed which is the second coil and the third coil, 637cf015, lot 15129002 or 15132309. A constant and dedicated saline with heparin was utilized at all time. After the coils were successfully placed/detached, the target lesion was celiac trunk, not the aneurysm. The target lesion was completely obliterated, and all the coils were completely within the target lesion. The coil was not removed from the patient, and it will not be available for analysis. The patient condition is good. No further information is available.